Event description:
It was reported that during the procedure the needle was broken. No broken piece remains in the patient. No patient injury reported.

Manufacturer narrative:
One truepass needle was returned for evaluation. Visual assessment of the needle confirmed the reported complaint. The needle tip has broken off at the suture pick-up slot. The broken tip was returned for examination and showed slight wear consistent with multiple passes. Dimensional assessment of the needle confirmed it met print specifications.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Corrected.